Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, during an attempt to inflate the balloon on a 5mm x 100mm saber .035 percutaneous translation angioplasty (pta) balloon catheter using a pressure pump was unsuccessfully. After removing the device, it was found to have ruptured. There were no reported injuries to the patient. This was during a minimally invasive direct angioplasty. Additional details are not available. The device was not returned for analysis. A product history record (phr) review of lot 82317490 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics and procedural factors likely contributed to the reported event. However, with the information available and without return of the product for analysis it is difficult to draw a clinical conclusion between the device and the reported event. According to the warnings in the safety information in the instructions for use, ¿to reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. When the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. If resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, during an attempt to inflate the balloon on a 5mm x 100mm saber .035 percutaneous translation angioplasty (pta) balloon catheter using a pressure pump was unsuccessfully. After removing the device, it was found to have ruptured. There were no reported injuries to the patient. This was during a minimally invasive direct angioplasty. Additional details are not available. The device will not be returned for evaluation.

Manufacturer narrative:
Please note that the site information was not provided. A review of the manufacturing documentation associated with lot 82317490 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.